Event description:
An attempt was made to use an assurant cobalt peripheral stent system in a patient. The target lesion, located in the iliac artery was described as tortuous and slightly calcified and was not pre-dilated. However, it was reported that the stent came off the balloon when it was being positioned within the lesion. The dislodged stent was crushed against the vessel wall with a second stent. No patient injury was reported. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusion: (stent dislodgement). (Patient lesion morphology, - tortuous and slightly calcified iliac lesion most likely contributed to the stent dislodgement). (Device or procedural images not provided for review). (B)(4).